Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level. Customer¿s blood glucose level was 400 mg/dl. Customer¿s current blood glucose level was 121 mg/dl. Customer stated that the sensor was showing different blood glucose level. The insulin pump will not be returned for analysis.